Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with pump off and low speed operation alarms. The patient remained asymptomatic. Review of the submitted log file data by the manufacturer's technical services representative revealed several pump stop events while connected to the patient cable. On (B)(6) 2016, the manufacturer's technical service representative performed an on-site evaluation of the patient's driveline. The x-rays reviewed on-site showed some potential shield disruption at the distal bend relief. An electrical continuity test did not reveal any broken wires. An external driveline replacement was performed. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient would be monitored overnight and then discharged home. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined through this evaluation. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined through the evaluation of the returned portion of the driveline. A distal end percutaneous lead replacement was performed and approximately 14.5 inches of the external portion/distal end of the driveline was returned. Electrical continuity test of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.